Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device was alarming and leaking air. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer reported that all the connections were tightened, and the device was still alarming. The unit seems to be fine when turned on. Onsite service is currently pending. Further information will be requested regarding the reported issue.

Manufacturer narrative:
A philips authorized service provider (asp) went onsite and ran the performance verification test (pvt). The philips asp confirmed the pvt passed and no malfunction was observed. The device passed required performance verification tests by philips standards and was returned to service.